Manufacturer narrative:
Analysis of the device is in progress. After the analysis is complete, a supplemental report will be submitted with findings. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of a lesion in the right coronary artery (rca), which was slightly tortuous with 75% stenosis. Glideassist was used to advance the oad into the lesion. The oad contacted the viperwire spring tip, and the tip of the wire fractured. The fragment was snared, and the procedure was completed with a second wire and oad. The patient was not impacted by the event.

Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
Device analysis conclusion: the guidewire was returned to csi for analysis. Visual examination confirmed the reported fracture, and the spring tip of the wire was not received for analysis. Scanning electrom microscopy analysis identified evidence of torsion on the core wire fracture face. It is hypothesized that the spinning oad driveshaft contacted the spring tip, which could have led to the fracture. This is consistent with details reported to csi. The root cause of the wire fracture is considered to be use not consistent with IFU. The diamondback 360® coronary orbital atherectomy system instructions fo ruse manual cautions, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).